Event description:
It was reported that during a total laparoscopic hysterectomy procedure, a piece of the device came off. The case was completed with another device of the same product code. There was no patient consequence.